Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal tore the aorta. The pt was put on bypass to repair the hole.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).